Event description:
It was reported that the pump shut off unexpectedly. Additionally, an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose value ranged from 150-280 mg/dl.